Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: bleeding after device was deployed. Hemostasis achieved with pressure within 10-20 minutes. After post angiogram, it appeared that the cfa at the access point was occluded. Physician ballooned the access point twice and saw improvement in the lumen and flow. Additional information stated that the CT showed moderate posterior calcification and mild anterior. Sizes of the balloons used were 7 and 8 mm.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team. The device lot history record review indicated no nonconformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the right common femoral artery. Arteriotomy was noted as 7mm, with noted medial calcification and a deployment depth measurement of 4.5 cm + 1 cm. No complications reported gaining access, advancing, or withdrawing procedural sheaths during the case. Bleeding was identified after the manta was deployed. Hemostasis was achieved with pressure within 10-20 minutes. A post-angiogram indicated an obstruction in the vessel. Balloon inflations were applied, resulting in a good patent vessel. Based on the information provided it cannot be determined if the occlusion occurred due to an issue with the manta device. The following adverse events related to the deployment of vascular closure devices have been identified in the IFU: local trauma to the femoral or iliac artery wall, such as dissection; accidental positioning of some or all the collagen plug within the femoral artery, leading to ischemia or stenosis; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include arterial damage and vessel laceration or trauma.